Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer and a leak was found. The photometry unit was removed and re-assembled. The cells were replaced. The wash system was checked and was ok. The leakage issue was resolved and the system was allowed to dry overnight. Multiple cell blanks were performed and were ok. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they had a control failure for alb2 albumin gen.2 on the cobas 8000 c 702 module. The reporter stated they repeated patient samples due to the failure. One patient sample had discrepant results. The initial value was reported outside of the laboratory and an amended report was issued for the repeat value. The sample initially resulted with an alb result of 21.3 g/l, which repeated as 29 g/l. The alb reagent lot number was 48668201, with an expiration date of 30-sep-2021.